Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on her back below the therapy electrodes. The patient's physician provided a topical cream for the rash, however, the patient also stated that she did not believe that the irritation originated from the lifevest as she has dermatitis. The patient also reportedly takes an oral medication for the dermatitis. The patient reported that she had the rash before receiving the lifevest, but the lifevest caused it to worsen. Follow up indicated that a caregiver suggested using coconut oil and the irritation improved.